Manufacturer narrative:
The cause of the leak was a plugged nrbc mix chamber. (B)(4).

Event description:
The customer reported an internal leak on their unicel dxh 800 coulter cellular analysis system at the airm mix and temperature control (amtc) module. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds, however, the facility does have an exposure control / risk management plan in place. On (B)(4) 2012, a filed service engineer (fse) verified cleanse overflow at the nrbc chamber while performing shutdown. The fse found rubber debris had clogged the chamber. The fse replaced the nrbc chamber, cleaned the rubber debris from probe wash collar and performed probe wash collar and amtc alignment procedures. Fse performed shutdown and daily checks were successful. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The nrbc mixing chamber contains blood, diluent and lyse during operation and cleaning agent at shutdown.